Event description:
It was reported the bd vacutainer® 9nc plus blood collection tube experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "the following issue was found in tube (3648273) from lot 0297478: dirty tube ×1.

Manufacturer narrative:
H6: investigation summary bd received 1 sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was also observed as all product specifications were met. The most likely root cause is that the speck entered the plastic during the tube manufacturing process. This is a cosmetic defect, as embedded foreign matter is, by its nature, isolated from any specimen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc plus blood collection tube experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "the following issue was found in tube (B)(4) from lot 0297478: dirty tube ×1.